Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump switched off by itself without alarm or error message. No w2 (battery low) or e2 (battery depleted) error message was displayed. No adverse event reported. Requested return of the alleged device for evaluation.